Event description:
According to the documentation which was received with the explanted device it was explanted due to an infection and extrusion of receiver/ stimulator. Additional information has been requested.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely an infection and an extrusion of the device. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.

Event description:
According to the documentation which was received with the explanted device it was explanted due to an infection and extrusion of receiver/ stimulator.